Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference manufacturer report: 3006705815-2018-00790. It was reported the patient's scs system was autoreducing. The patient called technical support who confirmed the system was autoreducing. A company representative met with the patient for reprogramming however the patient reported the system continued to autoreduce. The patient admitted to have fallen several times. A company representative ran an impedance check and was able to program around patient's high impedances. The doctor decided to send patient for x-ray which showed no lead migration. The doctor has decided on surgery for lead revision.